Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away. The person who answered the phone stated that the customer passed away in (B)(6) of this year, from insulin shock. The person also stated that they were unsure whether the customer was wearing the insulin pump at the time of death or not; sometimes the customer wore the insulin pump and sometimes she did not. The person did not want to talk and did not provide much information. Unsuccessful attempts were made to contact the customer's next of kin. A call back request letter has been mailed on 09/23/2016.